Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that while using the bd nexiva¿ closed IV catheter system it was leaking. The following was received from the initial reporter. Anesthesiologist placed catheter into vein in animal. Posiflush injection given to clear the line. 0.4ml due of cancer medication (cyclophosphamide), injected 0.3 ml, balance of liquid come out of ll side port.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd nexiva¿ closed IV catheter system it was leaking. The following was received from the initial reporter anesthesiologist placed catheter into vein in animal. Posiflush injection given to clear the line. 0.4ml due of cancer medication (cyclophosphamide), injected 0.3 ml, balance of liquid come out of ll side port.